Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during set up of the device, the shunt sensor leaked after it was attached to the bpm probe. No patient involvement, product was changed out, procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 23, 2018. (B)(4). The returned sample was visually inspected. Upon receipt the white cap, sparger, and the small blue cap that attaches to the sparger and buffer were missing. No other visual anomalies were noted anywhere on the returned unit. The returned sample was leak tested by connecting with a syringe and a calibrated manometer. It was submerged into a water bath and the unit was pressurize with air; at 33 mmhg the bubbles were observed. The unit was released from the circuit and an attempt to tighten the large blue bore cap was made. The cap was able to turn about a full one turn. The returned sample was again leak tested by connecting with the calibrated manometer. It was submerged into a water bath and pressurized up to 1072 mmhg for 30 seconds, and no leaks were noted. A retention sample from the affected part / lot number combination was obtained and visually inspected. No anomalies noted. It was also leaked tested; passed and found to function as intended. The possible root cause for the leakage during prime is the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it had not been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.